Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "in tests, alarm loss of external power, power supply defective. Tf:446026, control board defective."

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.